Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. No air bubble anomaly during testing. The test reservoir with test infusion set fits, removes and stays in place properly in the reservoir compartment. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 03-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of primary svn#: (B)(6)-13-jun-2025, svn#: (B)(6)-03-apr-2025 and svn#: (B)(6)-13-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bg. Customer alleged not confirmed for pump expose to x-ray, air bubble anomaly and infusion set kept coming out. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump and transmitter was exposed to x-ray. The customer experienced hyperglycemia with blood glucose value of 700 mg/dl. The customer reported hyperglycemia, tired/weak, was treated with manual injection with hospitalization. The event involved product(s) mmt-1884, mmt-342g, mmt-7841zn, mmt-7040a, mmt-441ah. Troubleshooting was partially performed. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-342g. Product return for mmt-7841zn, mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-441ah.